Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery only lasted for 3 days. The customer did not use the right batteries. The customer was advised to use the right batteries. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management parameters graph has confirmed power system error alarm and low battery alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance on the j6 printed circuit board assembly however, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump passed full functional testing including displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump scratched case and fading serial number label.